Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 20227308, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) leads explant procedure. No further information has been obtained despite good faith efforts.